Event description:
It was reported that this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. The triclip delivery system (tcds) was advanced and placed on the anterior-septal leaflet. While established the final arm angle (efaa) the clip continuously opened to approximately 40 degrees. The clip was then unlocked and there was a slight jump to 60 degrees. Troubleshooting was performed a couple of times, however the clip continued to fail efaa. The tcds was removed from the patient and exchanged. The procedure was complete with 2 other triclips implanted, reducing the final tr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. As of (B)(6) 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
All available information was investigated, and the reported unintended movement associated with clip opening while establishing final arm angle (efaa) was confirmed via returned device analysis. Also, the analysis was unable to confirm the reported difficult to open or close (clip jumping). The failed efaa appears to be related to a potential product quality issue; therefore, this complaint is related to an open trend exception (reference exception (issue) 125584, action (129993)). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported clip open during efaa appears to be related to a potential quality product issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices. A cause for the reported clip jumping cannot be determined. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).